Event description:
During nutrition liquid infusion, the plug detached from the catheter and the catheter fell into the pt's stomach. The indwelling period was 8 days. The incident occurred 3 days after low-profile conversion.

Manufacturer narrative:
The complaint of the peg feeding tube detaching from the locking clip is confirmed. The notes in this file indicate, "during nutrition liquid infusion, the plug got detached from the catheter and the catheter fell into the pt's stomach." The genie tricuspid plug was returned to bas locked to its locking retention clip. The peg feeding tube was not returned for evaluation. The device had been in place for 12 days prior to the complaint incident. At this time the exact mechanism of damage is undetermined. Gross visual and microscopic examinations of the complaint sample shows no evidence of a defect or deformity related to the manufacturing process. A chr is not possible as no manufacturing lot number info has been provided by the complainant.